Manufacturer narrative:
Complaint was able to be confirmed by pictures recevied from the customer. Customer stated that they used the device for 30 seconds activated, when the button failed and no heat was being received at thetip. Shortly after placing it on the side table, the device body began heating up and expanding. Per the IFU, "the recommended duty cycle is 2 seconds on and 6 seconds off for a continuous time of no longer than 15 minutes. Excessive activation may cause handle to overheat. The root cause is determined to be user error in not following the IFU recommendations. This should be considered the final report. However, if additional relevant infromationis identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "initially I thought the product malfunction was the result of it being expired. Since that is not the case, I am required to notify you of equipment malfunction. As the provider was performing a skin tag removal, the device overheated, swelled, and the bottom popped open. The provider and ma responded quickly, and no patient injury occurred." This complaint is logged in our system as (B)(4).